Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to make a revision / correction to the product investigation to include the damage that occurred post-procedure, during the transit / shipping of the device during the product return process. The revision / correction was prompted by additional information provided by the cerenovus sales representative. It was indicated that only the most distal kink was observed on the device post-procedure. Investigation summary: the initial examination of the returned emboguard device identified kinking of the shaft at approximately 944mm, 759mm, 520mm, 75mm and 33mm from the distal tip and flattening of the shaft between approximately 105mm and 145mm from the distal tip of the emboguard device. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The balloon on the returned emboguard device could not be inflated on the first attempt due to a hairline crack present on the hub side port. The balloon was observed to inflate on the second attempt after manipulation of the hub in an attempt to seal the leak. A minimum ID check of the emboguard device confirmed that there was a restriction in the main lumen of the device at the location of the initial kink (944mm from distal tip) as the ball gauge could not be advanced past this point without resistance. The complaint report detailed that the ¿catheter kinked¿ during the procedure on a patient with anatomy described as a ¿bovine arch, regular anatomy distal to that¿. The sales representative confirmed that there was only one kink on the device post procedure. The kinks on the shaft located proximal to the most distal kink did not occur during the procedure and are unrelated to the complaint event. An attempt to recreate the most distal kink present on the shaft could not be performed due to insufficient information provided (e.g. Access, target bgc position, accessories used). A review of the manufacturing documentation associated with this lot (0000150017) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: the returned emboguard device shows visible damage (kink) at 944mm, 759mm, 520mm, 75mm and 33mm and (flattening) between 25mm and 65mm from the tip, and a hairline crack on the hub side port (only noticed post disassembly of the lav) the emboguard device shows no sign of other damage or deformation as a result of the complaint event. The returned emboguard device did not pass a minimum ID check using a ball gauge, as the twist kinks present prevented the ball gauge from advancing though the entire bgc main lumen. The balloon on the returned emboguard device could not be inflated initially due to a crack on the hub side port which was unrelated to the complaint event. The balloon was observed to inflate after attempting to seal the crack in the hub. Attempted recreation indicates that the contrast media tightened the grip between the lav and the side port and excessive force was required to remove the lav, however the crack could not be recreated. The complaint report detailed that the catheter kinked during the procedure. The presence of multiple kinks on both distal and proximal sections was confirmed on the returned device. Additional information provided by the sales representative post the complaint event confirmed that only the most distal kink was observed on the device post procedure. Root cause of the most distal kink present on the shaft could not be determined due to insufficient information provided (i.e. Device position, procedural step at which the device kinked, ancillary devices used). The kinks on the shaft located proximal to the most distal kink did not occur during the procedure and are unrelated to the complaint event. The complaint unit was returned coiled in a pouch. These kinks have been attributed to shipment of the device post procedure, following confirmation from the sales representative that the complaint event was isolated to the most distal kink. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. The complaint report detailed that the catheter kinked during the procedure. The presence of multiple kinks on both distal and proximal sections was confirmed on the returned device. Additional information provided by the sales representative post the complaint event confirmed that only the most distal kink was observed on the device post procedure. Root cause of the most distal kink present on the shaft could not be determined due to insufficient information provided (i.e. Device position, procedural step at which the device kinked, ancillary devices used). The kinks on the shaft located proximal to the most distal kink did not occur during the procedure and are unrelated to the complaint event. The complaint unit was returned coiled in a pouch. These kinks have been attributed to shipment of the device post procedure, following confirmation from the sales representative that the complaint event was isolated to the most distal kink.

Event description:
The healthcare professional reported that during a thrombectomy procedure via femoral access with ¿bovine arch¿ branching in the aortic arch and regular anatomy distal to the aortic arch, a 95cm emboguard 87 balloon guide catheter (bg8795u / 0000150017) was used via an 8fr introducer sheath (unspecified brand); it was reported that the emboguard balloon catheter kinked. Additional information indicated that the vessel was ¿a bit tortuous but nothing out of the ordinary.¿ the delay from the reported catheter kinked was not long and not significant there was no report of any patient adverse event or complication. The complaint device was returned for evaluation and analysis. The investigation was completed on 08-sep-2022, the event has been deemed reportable as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Initial reporter email address was not available / reported. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure via femoral access with ¿bovine arch¿ branching in the aortic arch and regular anatomy distal to the aortic arch, a 95cm emboguard 87 balloon guide catheter (bg8795u / 0000150017) was used via an 8fr introducer sheath (unspecified brand); it was reported that the emboguard balloon catheter kinked. Additional information indicated that the vessel was ¿a bit tortuous but nothing out of the ordinary.¿ the delay from the reported catheter kinked was not long and not significant there was no report of any patient adverse event or complication. The complaint device was returned for evaluation and analysis. The investigation is documented below. Investigation summary: the initial examination of the returned emboguard device identified kinking of the shaft at approximately 944mm, 759mm, 520mm, 75mm and 33mm from the distal tip and flattening of the shaft between approximately 105mm and 145mm from the distal tip of the emboguard device. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The balloon on the returned emboguard device could not be inflated on the first attempt due to a hairline crack present on the hub side port. The balloon was observed to inflate on the second attempt after manipulation of the hub in an attempt to seal the leak. A minimum ID check of the emboguard device confirmed that there was a restriction in the main lumen of the device at the location of the initial kink (944mm from distal tip) as the ball gauge could not be advanced past this point without resistance. The complaint report detailed that the ¿catheter kinked¿ during the procedure on a patient with anatomy described as a ¿bovine arch, regular anatomy distal to that¿. An attempt to recreate the kinks present on the shaft could not be performed due to insufficient information provided (e.g. Access, target bgc position, accessories used). A review of the manufacturing documentation associated with this lot (0000150017) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: the returned emboguard device shows visible damage (kink) at 944mm, 759mm, 520mm, 75mm and 33mm and (flattening) between 25mm and 65mm from the tip, and a hairline crack on the hub side port (only noticed post disassembly of the lav) the emboguard device shows no sign of other damage or deformation as a result of the complaint event. The returned emboguard device did not pass a minimum ID check using a ball gauge, as the twist kinks present prevented the ball gauge from advancing though the entire bgc main lumen. The balloon on the returned emboguard device could not be inflated initially due to a crack on the hub side port which was unrelated to the complaint event. The balloon was observed to inflate after attempting to seal the crack in the hub. Attempted recreation indicates that the contrast media tightened the grip between the lav and the side port and excessive force was required to remove the lav, however the crack could not be recreated. The complaint report detailed that the catheter kinked during the procedure. The presence of multiple kinks on both distal and proximal sections was confirmed on the returned device. Root cause of the kinks present on the shaft could not be determined due to insufficient information provided (i.e. Device position, procedural step at which the device kinked, ancillary devices used, number of kinks observed post removal from the patient). It is noted that the kinks on the proximal section of the catheter were extreme, potentially beyond what could have been induced during the procedure and located in catheter sections not normally subject to bending nor typically placed in tortuous anatomy. In addition, the complaint unit was returned coiled in a pouch. These kinks may have been caused or emphasized by device manipulation and shipment post procedure. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.